Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00970. This report is being submitted as additional information. Device unique identifier (UDI): (B)(4). Approximate age of device- 6 months. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed frequent pi events; however, a specific cause for this finding and a direct correlation to heartmate ii lvas, serial number (B)(4) could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log files contain data from (B)(6) 2018 at 10:40:27 through (B)(6) 2018 at 15:39:46. The majority of data appeared to be associated with routine power source exchanges and no atypical alarms were captured until (B)(6) at 00:16:17. The low battery advisory alarms, no external power alarms, driveline disconnected alarms, and odd power cable fault sequences are investigated under (B)(4). Overall, power ranged from 0.0-6.5 w, estimated flow ranged from 0.0-6.5 lpm, and average pi was between 0.0 and 7.8. The pump speed remained above the low speed limit for the duration of the files while the driveline was connected. No additional atypical alarms were captured. The system appeared to be operating as intended. It should be noted that frequent pi events were captured from (B)(6) through the end of the files. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient subsequently expired on (B)(6) 2018 (investigated under (B)(4)). The patient¿s expiration was related to sepsis and was not device-related. It was reported that heartmate ii lvas, serial number (B)(4) would not be returning for evaluation. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and contains information regarding pump speed, power, flow, and pulsatility index. This IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Care instructions in regards to preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient observed a small bump near the driveline. On (B)(6) 2018, the patient stated having a fever greater than 101 degrees f for 3 days. Per vad team instructions, the patient presented to the hospital for an assessment of the driveline infection on (B)(6) 2018. A CT abdomen was performed and showed a 7.2 cm fluid collection along the right lateral aspect of the lvad pump extending superiorly along the aortic cannula into the right anterior cardio phrenic angle. There were a few gas locules within the fluid collection. The findings were concerning for infection with abscess. The patient went for an incision and drainage (I&d) surgery on (B)(6) 2018 in the intensive care unit (ICU). No additional information was provided.